Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made regarding the event described. To date a response has not been received. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
The lot number initially reported was 85992x. After review of the photo provided by the customer the actual lot number was determined to be 329829x.. This complaint is for one set of 22660r, lot 329829x defibrillation electrodes. The device history record (DHR) for the production lot number was reviewed for any machine disparities, manufacturing or quality production events and all applicable inspections and sampling were met prior to the release of this product. A physical sample was not provided by the customer; however, photo documentation was provided by the customer depicting the issue as experienced. A root cause analysis and investigation was performed of the noted event where a labeling inconsistency on the covidien electrodes was determined. More specifically, the labeling inconsistency is an actual incompatibility of this type of electrode when used with specific defibrillators. In this case, the defibrillator used was the philips heartstart fr3 defibrillator. The fr3 does not use a therapy cord as the electrode is plugged directly into the defibrillator unit. It is important to note that the 22660r product references the equivalent philips electrode part number(s) on the labeling to allow the user to identify the appropriate match of electrode and defibrillator. The defibrillator electrode pouch labeling states that the electrodes can be used in place of philips electrodes m3713a, m3716a, m3718a, dp2 and dp6 electrodes. Some of these philips electrodes are indicated for use (i.e. Compatible) with the fr3 defibrillator. However, philips developed a new connector design (shorter and with a magnet) and introduced this in 2011 with the introduction of the fr3 AED defibrillator unit. In conjunction, some of the legacy electrodes such as the m3713a and m3716a were modified to include this new connector.

Event description:
It was reported to covidien on (B)(4) 2014, that a customer had an issue with defibrillation electrode. The customer reports that the plug of the electrode does not fit on the defibrillator during a resuscitation. There was another defib nearby and the patient could be resuscitated. The medical technician reported that the patient died but did not die during resuscitation. He died due to old age after a few days stay in the hospital.